Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the dull scissors complaint. The instrument was placed on an in house system for a latex cut test. The scissors did not cut cleanly through a (B)(4) latex and the latex was getting snagged by the scissors tips. The blade edges were not damaged but the edges wear at the tips, negatively affecting cut performance. Electrical continuity test passed. Additional observations not reported by the customer were instrument blade damage and pad printing removal from the tube extension. The instrument's blades exhibited pitting on the surface of each blade at tip. The tube extension exhibited label material missing near proximal clevis interface. No other damage found. Evidence not conclusive, but blade damage may be due to cleaning. The cleaning and sterilization user manual specifically states: when scrubbing the tip of cautery instruments, take care not to damage the insulation. O do not expose instruments to hydrogen peroxide (h2o2), bleach, or alkaline-based cleaning agents, as this may result in instrument damage. O prolonged exposure to either ultrasonic cleaning or cleaning agents may result in instrument damage. The customer reported complaint does not itself constitute a reportable event; however, the pad printing removal issue found during failure analysis could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the user facility identified dull scissors on the monopolar curved scissors instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.